Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer reported these syringes with hard to remove shields and when pulled off with the teeth the hub assembly goes off with the shield. Date of event : unknown sample status : some discarded; awaiting other samples.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 9294651 ¿ device expiration date : 10/31/2024; ¿ device manufacture date : 10/21/2019. Lot # : unknown ¿ device expiration date : unknown; ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer reported these syringes with hard to remove shields and when pulled off with the teeth the hub assembly goes off with the shield. Date of event : unknown. Sample status : some discarded; awaiting other samples.